Event description:
It was reported that customer stated that his pump was not working. Customer received no delivery alarms. The customer's blood glucose level was 505 mg/dl at the time of call. The customer treated with a manual injection. The customer changed the infusion set and reservoir with the same vial of insulin, but the issue continued. Patient expressed no symptoms of high blood glucose levels. Troubleshooting was performed for high blood glucose levels. Troubleshooting for no delivery alarms was not possible due to past event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).